Event description:
It was reported that a recently implanted vns patient reported an open wound in the chest vns incision site due to hit from the patient's brother. Further information was received from a company representative indicating the patient was seen by the implanting surgeon who re-closed the incision after draining the area. Per the implanting surgeon, the opening was superficial and did not expose the previously implanted generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.